Event description:
It was reported that the patient presented with what was determined to be infective endocarditis associated with the right ventricular (rv) and right atrial (ra) leads. The patient's pacemaker did not exhibit signs of infection. It was also discovered that the ra lead exhibited capture and sensing anomalies. A lead revision was scheduled. However, a device interrogation prior to the revision revealed that ra lead function was normal, and the revision was cancelled. X-ray imaging did not demonstrate any lead issue. The patient will continue to be monitored.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.